Manufacturer narrative:
(B)(4). The reported event cannot be confirmed. The products were returned; the visual inspection of the box has evidence of multiple handing with various carton indentations and frayed edges of the carton sleeve. No damage to the external blister wall was found. Breaching of the sterile barriers cannot be confirmed as the package was opened. Ca investigation identified that the packaging validation has been initiated and is currently being investigated by the validation team for packaging related damage issues. As the event is related to a packaging issue, implant compatibility is not applicable. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. The technical root cause cannot be confirmed with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
While opening the packaging for the femoral stem, it was noted the distal portion of the implant had broken through the plastic and the implant was exposed. There was no patient impact and another implant was used to complete the procedure.